Event description:
The customer reported that the system intermittently shut down without command. There is no report of pt injury or death..

Manufacturer narrative:
A ge representative evaluated the system and replaced the power cord. The system operates as intended.